Event description:
It was reported during a pulmonary vein isolation (pvi) procedure, an error 107 (magnetic interference) appeared on the carto 3 system screen. They could not continue with the ablation and the procedure was abandoned as a result. There was no reported adverse event to the patient. Upon request, additional information was provided on the event on (B)(6) 2013. The patient was under general anesthesia for two hours. The procedure was being performed in the left atrium. A transseptal puncture was performed prior to the case cancellation. The patient¿s information and chronic health condition are unknown. The case cancellation was only because of the product issue. The physician considered cancelling the procedure caused a potential risk to the patient as a transseptal puncture had been performed. The patient did not require extended hospitalization. The procedure was cancelled and was rescheduled. The transseptal puncture performed prior to the case cancellation is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported during a pulmonary vein isolation (pvi) procedure, an error 107 (magnetic interference) appeared on the carto 3 system screen. They could not continue with the ablation and the procedure was abandoned as a result. There was no reported adverse event to the patient. Upon request, additional information was provided on the event on (B)(6) 2013. The patient was under general anesthesia for two hours. The procedure was being performed in the left atrium. A transseptal puncture was performed prior to the case cancellation. The patient¿s information and chronic health condition are unknown. The case cancellation was only because of the product issue. The physician considered cancelling the procedure caused a potential risk to the patient as a transseptal puncture had been performed. The patient did not require extended hospitalization. The procedure was cancelled and was rescheduled. While the engineer was repairing the machine, error 17 (location pad error) occurred. It has been decided that the system should be permanently replaced. The faulty system was sent to (B)(4). The customer complaint was confirmed. Reported errors 107 and 17 were reproduced. The location pads main cable was found failed. The cable has internal intermittent disconnection on magnetic channel #3 that caused the reported problems. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.